Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue mx550 patient monitor had a speaker failure. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Additional information was provided that the speaker had very reduced sound. A field service engineer (fse) went onsite and confirmed the speaker failure. The fse replaced the speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker.

Event description:
It was reported that the intellivue mx550 patient monitor had a speaker failure. The device was in use on a patient. There was no report of patient or user harm.